Event description:
Pump declared alarm 20 while it was in pumping mode. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was assisted by technical support in loading a new cartridge using the correct technique and successfully resumed insulin therapy.